Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with severely calcified bicuspid aortic valve, the physician chose not to perform pre-implant balloon aortic valvuloplasty (bav) despite small orifice and high mean gradient of 112 millimeters of mercury (mmhg) noted via pre-procedure transthoracic echocardiogram. The valve load was confirmed visually, tactilely and under fluoroscopy. The valve was loaded one time before use and no misload was identified. The target valve implant depth of 2-3 millimeter (mm) was reported. Three cusp coplanar view was used and an attempt to align the commissures was made. The perimeter size of the annuls was 98.2. Mm during the first deployment attempt, at 80% deployment, an infold of the valve frame was noted that ran the entire length of the frame due to the calcified bicuspid aortic valve. The valve was recaptured once into the delivery catheter system (dcs) and withdrawn from the patient. A new valve was loaded onto the dcs. Subsequently, the physician performed a pre-implant bav on the native bicuspid aortic valve using a 22mm non-medtronic (true) balloon to create more space for the valve frame to be able to expand upon deployment. The valve was deployed successfully. The patient was reported to be recovered with a mean gradient of 7 mmhg following the implant procedure. Per the physician, the calcification, small orifice in the bicuspid aortic valve and mean gradient over 100 millimeters (mmhg) contributed to the infolding of the valve. No adverse patient e effects were reported.